Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a high, out-of-range shock impedance measurement. Technical services discussed troubleshooting to evaluate the integrity of the non-boston scientific rv lead, and for a true test delivering a maximum energy shock. The field representative reported that no troubleshooting or shock delivery had been performed as of yet. The device remains implanted and in service. No adverse patient effects were reported.